Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have physical damage sensor. Customer reported that upon opening two packages of sensor, package was held incorrectly and sensor needle became loose and broke. Customer also reported that the needle hub broke of from infusion set as well. Customer was advised that sensors would be replaced.